Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient had two lead integrity alerts (lia) triggered within two weeks of each other. The patient's device was interrogated and their right ventricular (rv) lead exhibited oversensing, sixty high rate non sustained episodes, one ventricular tachycardia (vt) non sustained episode, variable impedance levels, elevated sensing integrity counter (sic) count and a potential fracture. Follow up was conducted and the lead was reprogrammed. Approximately one month later, there was another lia triggered for what looked like real ventricular tachycardia (vt). As well, there were erratic impedance levels, a lead failure predictor triggered and a damaged tip conductor on tip to ring and tip to coil. Approximately one month later, it was reported that the lead had several high rate non sustained episodes indicative of noise. The lead was explanted and replaced.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.